Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found the ippc has no input power and f23 fuse was burnt. Fse replaced the ippc and backup fuse, reinstalled the ippc software and restarted the system. After replacement of ippc and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.